Event description:
The fe reported the system displayed a precharge fail error message. This message will result in a no boot situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to reset the circuit braker. The system was tested and found to be working as intended following reset. The system was put back into service.